Event description:
It was found during a baxter evaluation that a pump has a constant downstream occlusion alarm. There was no associated pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced constant downstream occlusion alarms during downstream occlusion testing. The evaluation found the downstream sensor current reading to be out of specification with a fluid filled set loaded. The device was reworked to correct this. Review of the history log found 82 occurrences of downstream occlusion alarms and the downstream tubing guide, force sensor gasket and force sensor pusher were replaced.